Event description:
A surgeon reported a refractive surprise with three eyes (two patients) following intraocular lens (iol) implant surgery. Additional information has been requested. There are three medical device reports (mdrs) being submitted for this report; this MDR is for the second patient's first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/22/2009, 12/23/2009, 12/24/2009 and 01/08/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).